Event description:
It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. The patient was administered protamine post implant and a blood pressure drop was noticed. The patient was given pressers and stabilized. Furthermore, no effusion was noted on transesophageal echocardiography (tee) and the patient remained stable and was discharged.